Event description:
It was reported that the foley catheter was inserted in the operating room during surgery, but it was noticed that urine was not flowing during surgery, so it was stopped. A syringe was pointed at the removed catheter to see if it was open, but it was confirmed that no air was going to the tip, end point. It had become a big problem in the hospital, and they were considering switching to another company.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: directions for use: (21) since movement of the body, etc. May twist or bend catheter to cause occlusion, care should be taken to fix the catheter securely. (22) when urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was inserted in the operating room during surgery, but it was noticed that urine was not flowing during surgery, so it was stopped. A syringe was pointed at the removed catheter to see if it was open, but it was confirmed that no air was going to the tip, end point. It had become a big problem in the hospital, and they were considering switching to another company.